Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the sealant was protruding out from the slit on the outer shuttle cartridge tubing. The procedural sheath was not returned, and the shuttle cartridge was engaged to the black handle. As received, the sealant was stuck to the shuttle cartridge tubing inner wall. The sealant was removed from the shuttle cartridge tubing; the shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. No resistance was felt during the procedure. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lot history record (f1609102) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. However, if the sealant is exposed to elevated temperatures, the grip tip of the sealant could adhere to the device components, which may hinder the device from shuttling down during deployment. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that while shuttling down the mynx device, significant resistance was met which resulted in the inability to shuttle down completely. The device was being used in conjunction with a 6f procedural sheath for femoral arterial closure following a left heart catheterization (diagnostic) procedure. The device was inserted into the procedural sheath up to the white shaft marker. The balloon was inflated and pulled back to the arteriotomy site. The stopcock was opened on the procedural sheath to check for temporary hemostasis and there was no bleed back noted. The deployer detached the shuttle from the handle and upon an attempt to advance the shuttle, resistance was met and the shuttle seemed stuck. Excessive force was not applied when shuttling down. The balloon was deflated and the device and sheath were removed from the patient. Upon removal, sealant was observed sticking out of the black part of the sheath. Unusual force was not applied when retracting the procedural sheath. There were no kinks in the sheath or device noted after removal. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient "appeared fine" with no issues reported. The patient's hospitalization was not prolonged as a result of the event. Additional information was requested but was unknown.